Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals it observed that the CT scan shows no sign of loosening and/or infection. The implant is intact and well-fixed to the bone. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming revision surgery due to the loosening of the tibia tray. The tibia tray appears to be subsiding on the x ray and the surgeon is planning on converting to the inbone. The patient is experiencing pain while walking.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
There is an upcoming revision surgery due to the loosening of the tibia tray. The tibia tray appears to be subsiding on the x ray and the surgeon is planning on converting to the inbone. The patient is experiencing pain while walking.